Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited r-wave amplitude variation. Physician thought that the ring on lead might be floating with no tissue approximation. No intervention was performed. The patient was in stable condition.